Manufacturer narrative:
Other relevant device(s) are: sensh1828w sn (B)(4), expiration date: 2017-08-11, UDI # (B)(4), sensh1428w sn (B)(4), expiration date: 2017-11-30, (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 100 mm diameter abdominal aortic aneurysm. The patient underwent endovascular aneurysm repair procedure. The patient was under general anesthesia for the procedure. The stent grafts had been implanted successfully. Three sentrant sheaths were also used during the procedure. Before the endurant ipsilateral limb could be deployed the patient had a cardiac arrest and died. The physician stated the death was non product related and it was related to the cardiac arrest. No additional clinical sequelae were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Per the physician, the patient was at risk of cardiac arrest as the patient had vascular disease (aaa).